Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose was 104 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.